Event description:
Additional information reported patient was treated with antibiotics of cipro, cloxa, augmentine, cefuro, ceftri.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported a patient was injected with 3 vials in the cheek bone with 2 juvéderm® voluma¿ with lidocaine and a non-abbvie device revolax, 2 juvéderm® volux¿ in the mandibular arch and 1 in the chin. Patient was also injected with non-abbvie device of 1 seventy beech in grooves, rh4 in bar code, 2 radiesse and revolax deep on their lips. Approximately 3 months later, patient developed swollen left side and was prescribed an antibiotic by their dentist. A week later, patient went back to dentist due to gums were swollen. Patient was treated with amoxicillin 750mg, ciprofloxacin 500mg, amoxicillin 875mg/125mg with anaclosil 500mg 20 cap 1 is prescribed every 12 hours until the box is finished, bactroban and predominates. Hyaluronidase and manual drainage performed. Hyaluronidase and manual drainage of pus performed. Drained again the next day with atb and cc is maintained. 3 days later, dressing removed. Abscesses decreased in size. Continue with atb, cc tomorrow starts with 15g predinisone every 24 hours and will be removed with a controlled drop. 8 days later, culture sent to lab. Patient treated with azithromycin. 2 weeks later, drained again and prescribed ceftriaxone. 5 days later, MRI performed noting an increase in the thickness of the subeutaneous cellular tissue is observed with diffuse edematous changes at the level of the chin; lower jaw; extending to both lateral arches predominantly on the right without signs of liquid collection or hematomas. Edematous changes in adipose tissue adjacent to the left parotid gland and left maxillary angtille. Confront neuropathic traumatological clinical history. Right hypertrophic and jugulodigastric lymph node 9 x 12 mm in diameter; defined non-coalescing edges. There are no asymmetries in volume or in the MRI signal of extrinsic muscles or intraconal fat. There are no signs of bleeding and no vascular malformative pathology or nophoriative pathology is identified. Aerated paranasal cavities. Preserved selar region dysmorphy of the nasal septum. Symptom is ongoing. This is the same event and the same patient reported under patient identifier (B)(6). This emdr is being submitted for the suspect product, juvéderm® volux¿.